Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of not wearing a mask/reused equipment , fever and peritonitis in a patient coincident with dianeal pd2 unknown therapy via continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred further described as the patient did not wear a mask and reused equipment described as a reusing a syringe for heparin incorporation. On (B)(6) 2011, the patient experienced peritonitis manifested as cloudy effluent and a fever and was hospitalized the same date. The cause of the peritonitis was due to not wearing a mask and reusing equipment. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin (500mg tiv, route not reported) , amikacin (25mg/l pds) and ciprofloxacin (500mg by mouth, frequency not reported). It was unknown if the events of did not wear a mask/reused a syringe, peritonitis and fever had resolved. It was also unknown if dianeal pd2 unknown therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 unknown therapy. Causality statements were not provided for the events of did not wear a mask/reused equipment and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is use error- poor aseptic technique and reuse of a product.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint.